Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found; full lead was returned for analysis. Blood/body fluid was present on the distal conductor, outer tubing overlay, and the helix mechanism.

Event description:
It was reported that the lead was not used due to the patients anatomy.the lead was not implanted. No complications have been reported as a result of this event.